Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging a power issue with the onetouch ultra2 meter. The complaint was classified based on the customer care advocate's (cca) documentation. The patient indicated that the reported issue began around the month prior, when the patient reportedly left the subject meter in the car overnight with sub-zero temperatures. The patient then reportedly discarded the subject meter when it would not turn on. As a result of the reported issue, the patient reportedly continued taking the usual dose of diabetic medications. Approximately 12 hours later, the patient reportedly experienced symptoms of "frequent urination, increased thirst and irritability." The patient reportedly did not receive/require any medical treatment for the diabetes. The patient was not tested on any other meter. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported because the patient allegedly developed symptoms that can be associated with hyperglycemia, after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.